Event description:
A report was received that the patient underwent a revision procedure wherein leads were added to cover neuropathic pain in the patients neck area. During the procedure, the physician caused a dura tear and repaired the tear. The patient was doing well postoperatively.